Manufacturer narrative:
The service rep ordered monitor for replacement. Removed and replaced left monitor. He visually verified proper operation of new monitor. System performs as intended.

Event description:
Customer reported the live monitor is too dark which requires viewing of image on other monitor. No patient injury.